Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service engineer (fse) injured his thumb while working on the cooler unit on the alinity I processing module. It was noted that the reagent compartment temperature was climbing and the peltier cooler fell onto his thumb while rebuilding to replace onsite. The fse received an xray which showed a broken thumb and a splint was placed. The injury occurred on (B)(6) 2022. No adverse impact to patient management was reported. The field service engineer made a specialist visit which verified that the bone was bruised and not broken. No further action required apart from thumb exercises until healed.

Manufacturer narrative:
The complaint is associated with a field service engineer (fse) sustaining a thumb injury while removing components from the alinity cooler module (part number a-30103732-03) in preparation to install a replacement cooler module on alinity I (B)(6). The removed cooler module was placed on the floor for the fse to remove the cooler pump and fan assemblies that were to be transferred to the replacement part. The fse indicated the reagent cooler was balanced at an angle when he inadvertently ¿knocked the cooler¿, causing it to fall onto his left thumb. The fse sought medical treatment and a splint was placed on his thumb; the thumb was later confirmed to be bruised but not broken. A review of the (B)(6) service history did not identify contributing factors to the currently complaint and there have been no additional tickets related to injuries during part replacement after the replacement cooler module was successfully installed and the analyzer returned to normal function. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. There was no indication that a malfunction of the reagent cooler or the alinity I analyzer caused or contributed to the injury. Neither a malfunction or deficiency of the reagent cooler or the alinity I analyzer was identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.